Event description:
It was reported to philips that the device doesn't recognize the therapy cable. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
It was reported to philips that the device doesn't recognize the therapy cable. There was no reported patient or user involvement and no adverse patient/user impact. One processor pca was returned for failure analysis. The reported problem was verified during lab tests. The solder contact pins common to connector j16 had lifted off the solder lands due to a cold solder and/or physical stressing of the solder joints during the use of the device.